Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 406 mg/dl. Customer advised there was no communication with the meter and insulin pump. Customer ate breakfast, delivered a bolus and realized their blood glucose went very high. Customer declined to troubleshoot for high blood glucose levels. Customer was advised that their alarm history had nothing abnormal and the insulin pump worked properly as designed.